Event description:
It was reported that a user applied a new dexcom g7 sensor that paired successfully with the dexcom mobile app but failed to pair with the ilet, despite re-entering the pairing code and being advised that connection could take up to 30 minutes. Symptoms included no physiological effects. Outcomes included no impact to health and no medical intervention. Investigation included user education and basic troubleshooting, including verification of the absence of a receiver, code re-entry, and connection wait time guidance. Investigation of this case revealed a communication or pairing failure between the g7 sensor and the ilet without evidence of hardware damage or software malfunction, and the device component implicated was the cgm communication interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface or pairing workflow error.